Manufacturer narrative:
This report is being submitted to correct the date of event field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance to over 2000 ohms and the threshold measurements due to lead conductor fracture. This rv lead was surgically abandoned, replaced with a non boston scientific model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance to over 2000 ohms and the threshold measurements due to lead conductor fracture. This rv lead was explanted, replaced with a non boston scientific model. No additional adverse patient effects were reported.